Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Exact date of event is unknown but was reported as the week prior to (B)(6) 2015. This report if for one unknown synthecel dura repair product. Part and lot numbers were not provided. It is unknown if this product was implanted after it tore during surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the central nervous system society meeting, a neurosurgeon stated when he used a synthecel dura repair product in a case last week (week prior to (B)(6) 2015, exact date unknown), it tore when suturing it. The surgeon did not provide additional details and no further information was made available. This report if for one unknown synthecel dura repair product this report is 1 of 1 for com-(B)(4).